Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device was not returned to the manufacturer for evaluation. Medical records and a plaintiff profile form was received. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated and migrated to the ivc and right ventricle. The device was removed percutaneously and via open chest procedure. Detached limbs were removed through the jugular vein; however, detached limbs remain in the lung. The patient experienced myocardial injury, cardiac tamponade, pericarditis, and pericardial effusion. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately one year and three months post deployment, a CT showed the ivc filter in place with a couple of the legs extending to near the margin of the aorta. Next day, a cta pulmonary demonstrated some of the ivc filter legs extended outside of the cava. Approximately two weeks later, a cardiac catheterization revealed two separate wires in the chest which appeared to be embolized prongs from the ivc filter. A CT confirmed linear metallic-type densities, one in the right atrium anteriorly and second in the left lower lobe along with a large pericardial effusion. Same day, patient underwent a pericardial window during which the thin wire in the right ventricle was removed. Four days later, the patient underwent retrieval of the ivc filter. Upon removal, the filter was examined and found to be missing two of the shorter upper limbs. Therefore, the investigation can be confirmed for limb detachment and perforation of the ivc. Additionally, the investigation is unconfirmed for filter migration to heart as the filter was successfully retrieved from the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter perforated and migrated to the ivc and right ventricle. The device was removed percutaneously and via open chest procedure. Detached limbs were removed through the jugular vein; however, detached limbs remain in the lung. The patient experienced myocardial injury, cardiac tamponade, pericarditis, and pericardial effusion. The current status of the patient is unknown.